Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. As the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis therapy. The cause of the hernia was unknown; however, it was a pre-existing condition that worsened with pd therapy. The patient was not hospitalized for the event. The patient underwent an outpatient surgical procedure to repair the hernia. Dianeal therapy remained ongoing. At the time of this event, the patient had recovered. No additional information is available.